Manufacturer narrative:
K133890. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Investigation on-going. When additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with optilene. The customer reported the threads break after several stitches. There is no patient information available, but has been requested.

Manufacturer narrative:
Investigation: samples received: 15 unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 15 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.28 kgf in average and 1.17 kgf in minimum (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Reviewed the batch manufacturing record, there are no incidences regarding this issue and the results during the process fulfilled usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 1.21 kgf in average and 1.06 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.